Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via the femoral artery. The target lesions were located in the right coronary artery (rca) and tortuous left anterior descending artery (lad). A 3.00x28mm promus element¿ plus stent was advanced but was not able to cross the lad due to tortuosity. The device was exchanged to a 2.5x24mm promus element¿ plus stent and was implanted successfully in the lad. Then a 2.75x38mm promus element¿ plus stent was advanced and deployed in the mid to distal rca however it was noted that there was an edge dissection in the vessel. The physician noted that the dissection was due to the stent. To cover the dissection, a 2.75x12mm promus element¿ plus stent was implanted overlapping the 2.75x38mm promus element¿ plus stent. Then another 3x20mm promus element¿ plus stent was deployed in the proximal to mid rca and the procedure was completed. No further patient complications were reported and the patient's status was stable.